Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 31.3 mmol/l. The customer treated their blood glucose with a set change. It was also found the customer had blood at site with their sensor. Customer stated the site was not actively bleeding at the time of the call. It was also found the customer had calibration errors with the sensor. Customer stated they were unable to calibrate despite changing their sensor four times. The sensor will be returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.